Manufacturer narrative:
H3: product analysis found that during the incoming inspection, it was observed that the device did not operate at all. Additionally, it was observed that the rotating disc has deteriorated. An internal inspection revealed deterioration of the nut collet, housing, motor, spring, bearings, and other components due to sticking and dirt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, the m5 was overheating. The overheating was observed in less than a minute. Irrigation was not used since the device was not working. There was no patient impact.